Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the fiber optic assembly. The iabp then passed all calibration, functional and safety tests. It was then returned to the customer and cleated for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump's (iabp) fiber optic port was damaged. No patient involvement or adverse event was reported.

Manufacturer narrative:
Upon review of the complaint record on 27-apr-2018, it was found that the device code was submitted incorrectly on the initial emdr. This emdr is being submitted to correct the device code.

Event description:
It was reported that the cs300 intra-aortic balloon pump's (iabp) fiber optic port was damaged. No patient involvement or adverse event was reported.